Manufacturer narrative:
Investigation results: the qa engineer was able to visually identify the failure mode with the photograph provided. The product was found to not be within specification. Qa engineer was unable to determine the most probable root cause for the failure mode without a physical sample available for review. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7047027. Five retained samples were use tested and no failure was detected. Investigation conclusion: the qa engineer was able to visually identify the failure mode with the photograph provided. The product was found to not be within specification. Root cause description: qa engineer was unable to determine the most probable root cause for the failure mode without a physical sample available for review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd intima-ii¿ closed IV catheter system was found leaking from the septum when the needle was removed. There was no report of injury or medical intervention needed.